Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: the device was received with no cuffs, an old air detector, old style float switch, a line cord that's not installed according to procedure, and a ground stud on the back panel was replaced with a screw. Functional testing confirmed the complaint when the air detector was not working. The root cause was attributed to the faulty air detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the following parts: strain relief (due to it being broke), float switch (due to it being the old style and cracked), air regulator, label set, o-rings, the bulk head fitting (due to it leaking), and fan guard (as preventative maintenance). Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other, other text: b5. Additional information and h6. Health effects codes, updated.

Event description:
Additional information received via email. It was reported by the customer that there was no patient harm, and the fault was found prior to patient use.

Event description:
It was reported that the air detector not working properly. No report of patient involvement.

Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.